Event description:
It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred during the procedure. The patient was admitted overnight at the hospital as planned with a medical regiment of eliquis. One day post procedure the patient started to experience difficulty in speaking. The patient received a computed tomography (CT) scan of their brain that showed no lesions or issues. The patient was diagnosed with having a transient ischemic attack. The symptoms that the patient had experienced have resolved and the patient has fully recovered from this event. The patient was discharged from the hospital the same day.